Manufacturer narrative:
Concomitant medical product: d314trg crt-d implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited diaphragmatic nerve stimulation and a loss of capture. The patient noted that they frequently felt "thumping" in his chest when lying on his right side. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.